Event description:
Information received indicates the hi/low function is drifting on the bed.

Manufacturer narrative:
The technician replaced the worn hi/low drive brake spring washer to repair the bed.